Event description:
It was reported to boston scientific corporation that during the hta procedure, the purple tubing collapsed 3 minutes into the procedure and they were no longer able to get circulation of fluid. There was a small cervical leak but no harm to the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A product analysis could not be performed because the product was not returned. Purple tubing collapsing is the direct result of an occlusion in the system. Hta user's manual documents the importance of the cervical seal to prevent thermal injury. In addition, it references the importance of obtaining, maintaining and observing the cervical seal in order to prevent thermal injuries to the patient. Product unavailable for analysis.